Event description:
A customer contacted beckman coulter, inc (bci) regarding false negative (-) total bhcg (tbhcg) results that were generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial tbhcg result was 0.67miu/ml. The tbhcg results was reported out of the lab and questioned because the negative result did not correlate with the positive bhcg test performed on this pt. The original sample was re-tested twice for tbhcg and repeated results were: 0.59miu/ml and 0.61miu/ml. Customer diluted the sample 1:10 with saline and then repeated testing for bhcg, and a result of 7.75miu/ml was obtained. (Saline is not listed as a diluent for access bhcg). The sample was sent to bci and a negative tbhcg result was obtained. Heterophile interference was not detected. Per customer, a sample from this pt was sent for evaluation on another method and resulted positive, but the test method was not provided. The customer did not report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check info was not provided. The customer did not question any other samples at the time of this event. The specimen was collected in a bd, glass, sst tube. A field service engineer (fse) was not dispatched to the customer's lab at this event is isolated to one pt's sample. No additional info regarding this event is available. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.